Event description:
It was reported that lens vaulting (z-syndrome) was noted in the patient's left eye approximately 2 months post implant. The patient noticed decrease in vision. Anterior vitrectomy and lysis were performed and the lens was repositioned successfully. According to the surgeon, adhesion of the lens haptic to capsular bag was the likely cause of the event and the patient's prognosis was reported as "good".

Manufacturer narrative:
The lens remains implanted; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.